Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient became acutely confused and disoriented at about 730 pm on (B)(6) 2018 and had a transient episode of dizziness prior to onset of the symptoms. However, the patient¿s head CT has no hemorrhage and no acute changes. Per the patient¿s (B)(6) 2018 discharge summary, flouroquinolones (fq) have been linked to potential amnesia problems and thus was held. Infectious disease (ID) consult noted that the patient¿s most recent cultures have been resistant to flouroquinolones so it was recommended recommend discontinuing ciprofloxacin to eliminant the possibility this is contributing to the patient¿s mental status. Flouroquinolone (ciprofloxacin) was discontinued and cefepime was started instead per the patient¿s discharge summary. The patient returned to baseline mental status in the am and had no focal deficits. The event reported to have resolved on (B)(6) 2020 without sequelae. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.